Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a partially dim display. A test display screen was inserted and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a partially dim display. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.